Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel heatlhcare in (B)(4) where it was visually inspected and pressure tested for leak. Results: visual inspection revealed that the patient end connector collar on the expiratory limb was cracked; however, there was no visible damage noted to the tubing itself. The pressure test revealed that the breathing circuit was within specification. A lot check revealed no other complaint of this nature for the provided lot number. Conclusion: based on the nature of the cracking and previous investigations into this type of failure, the cracking is most likely due to the connectors coming into contact with a cleaning chemical, resulting in environmental stress cracking. The customer noted that the circuit was used for 14 days - this product is intended to be used for a maximum of 7 days, therefore the circuit was used by the customer for a prolonged time, which is not the intended use of the rt266 breathing circuit. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the subject breathing circuit passed the ventilator leak test prior to patient use and that the damage occurred after two days of use. These suggest that the complaint breathing circuit became damaged after the product was released for distribution. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use."; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."; "set appropriate ventilator alarms."; "this product is intended to be used for a maximum of 7 days." The user instructions also state the following: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers."

Event description:
A hospital in (B)(6) reported via a distributor that the collar on the expiratory limb of an rt266 infant dual heated evaqua2 breathing circuit was found cracked after two weeks of use. No patient consequence was reported.